Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "I-125 has a 59.6 day half life1. Decay corrections must be made to properly calculate the activity of the brachysource® seed implants from the labeled reference date to the day they are implanted. To correct for the physical decay of iodine-125, the decay factors at selected days before and after the assay date are shown in the table below:" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seed activity on the local assay was not in the normal agreement with each other. (The facility verified this from their seed activity measurements and paperwork) due to the concern over the correct activity, the physician chose to cancel the (B)(6) 2017 implant and reschedule with a new set of seeds for implant on (B)(6) 2017. This is the extent of the information available.